Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was unable to insert multiple usb cables into the usb port. Subsequently, the customer was unable to charge the pump. Customer reported blood glucose (bg) level was 336 (mg/dl). A bolus via the pump was delivered to address bg level. Reportedly the customer will continue to use the pump until the replacement pump is received.